Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old mixed race (hispanic/latino, african american) female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided capsular contracture. The patient stated that she noticed right-sided lump and breast discomfort about three to four months after the implantation surgery. Mammogram was performed. However, the result did not indicate any issues. Due to the symptoms, the patient had a consultation with a healthcare professional, and the patient was diagnosed with right-sided capsular contracture (grade unknown). As a result, the patient underwent unspecified surgical intervention for the capsular contracture sometime in 2003. The implantation date and event date were estimated as (B)(6) 2000 and (B)(6) 2000 respectively based on available information. Please refer to manufacturer reference numbers 1645337-2021-05069 and 1645337-2021-05056 for the patient¿s other events with the same implant.